Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 19th june 2025, it was reported by an arthrex's employee via email that for an ar-6480, dualwave¿ arthroscopy fluid management system, the pump was not regulating the pressure correctly, it is due for service and re-calibration. Excessive fluid was being pumped into the shoulder. This was detected during an arthroscopic rcr procedure on (B)(6) 2025. The case was completed successfully and there was no patient harm. The pump was turned on and off and changing of the fluid setting was done as troubleshooting activities.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to wear and tear due to repeated use of the device in the field. Manufactured in 2018.